Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.per tandem's g4 t:slim user guide, "do not remove the cartridge during the load process until prompted on the t:slim pump screen."

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was 500 mg/dl, which was addressed with a manual injection. In addition, the customer reported feeling sleepy. Reportedly, the customer did not follow the on-screen instructions when loading the cartridge on one occurrence; however, during troubleshooting with tandem technical support the prompts were being followed. Reportedly, the customer had manual insulin injections available as alternate insulin therapy.